Event description:
The customer reported that the system shut down. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced and the bios were reset during the service call. The system was tested and found to be working as intended and put back into service.